Event description:
Procedure type: laparoscopy. According to the reporter: the black cannula piece broke off. The part was completely missing. The part fragmented. No bovie was used. It splintered into the umbilicus. They were able to retrieve the whole piece that had come off. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).